Event description:
Report of a catheter break.

Manufacturer narrative:
The complainant reported a break in a PICC line on 11 july 2024. The complainant identified that the line had been in place for approximately 17 days when it was removed. The patient had been receiving daily infusions. The treatment was completed with a peripheral intravenous (piv) tube (7 days). No manufacturing issues were identified in the lot history review. The catheter was returned for investigation on 09 aug 2024. A break in the catheter was identified at the 4.3cm mark. No occlusions were detected in the catheter. Signs of kinks in the catheter were identified at the 3.7cm, 4.3cm, and 5.0 marks. There were indications of abrasion of the catheter at the site of the break that could have contributed to the break. There is no clear indication of what could have caused the abrasion. A root cause of the break could not be determined.